Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.